Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an apex balloon catheter in two pieces. There was contrast in the inflation lumen and balloon and there was blood in the guidewire lumen. The balloon was loosely folded. Microscopic examination presented no damage or irregularities in the bonds/welds of the device. Microscopic examination and tactile inspection presented no damage or irregularities in the shafts of the device. Microscopic examination and tactile inspection revealed numerous kinks throughout the hypotube. Microscopic examination also revealed a complete hypotube separation 27cm from the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 3.00mm x 15mm apex¿ balloon catheter was advanced to the lesion; however, it was noted that the shaft of the balloon catheter was fractured. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were noted and patient's status was stable.

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 3.00mm x 15mm apex¿ balloon catheter was advanced to the lesion however it was noted that the shaft of the balloon catheter was fractured. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were noted and patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).